Manufacturer narrative:
Updated fields: b4, d9, e1 (event site state, event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d1 (brand name), d4 (version or model #, catalog #, unique identifier (UDI) # e2, e3. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reports over temp message. Replaced patient interface module. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon the completion investigation.

Event description:
It was reported by a getinge employee that, a registered nurse called for assistance with a system over temperature alarm on a cardiosave intra aortic balloon pump during use. Troubleshooting aid was given but to no avail. The console was exchanged and the alarm resolved. No patient harm or injury was reported.